Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not hold charge) has been confirmed. As received, the battery was unable to power a monitor or charge. Upon evaluation, there was liquid contamination damaging the battery pca and cells. The cause for the non-functional battery pack is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery.

Event description:
A zoll distributor contacted zoll to report that a patient's battery pack was not holding a charge.